Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker stopped working during procedure. The field representative checked the device and discussed using a magnet or programming the device. Moreover, the patient's heart rate was in the 30s. As of this time, the device remains in service. No adverse patient effects reported.